Event description:
It was reported that the burr became stuck in the lesion. A 1.75 mm rotalink plus was selected for use. During the procedure, it reported that the rotalink plus burr 1.75 became stuck in a lesion. The console stalled and it was required to unhook the burr manually pull it out of the lesion. The device was removed and exchanged with another of the same product. There was no patient complication reported. Patient condition is fine with no adverse effects. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was attached to the advancer via the handshake connection, but the housings were not connected. A rotawire was received inside of the device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There is blood inside of the entire length of the sheath. The coil is stretched and severely kinked at the handshake connection. The advancer handshake connection is bent. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn't able to get any speed. The fluid used for testing that flowed through the saline drip line was able to clean the blood out of the sheath. The rotawire was able to be removed, but became broken during removal due to the severely kinked coil. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the lesion. A 1.75 mm rotalink plus was selected for use. During the procedure, it reported that the rotalink plus burr 1.75 became stuck in a lesion. The console stalled and it was required to unhook the burr manually pull it out of the lesion. The device was removed and exchanged with another of the same product. There was no patient complication reported. Patient condition is fine with no adverse effects.